Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient was revised to address liner wear due to malpositioned cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 9/29/2014- pfs and medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and insert. Per procedure, this device(s) is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combination(s). Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The patient was revised to address liner wear due to malpositioned cup. Doi: (B)(6) 2008 dor: (B)(6) 2014 (left hip). Update rec'd 6/20/2014-legal claim received with medical records. The legal claim alleges pain and increased ions. After review of the revision operative note it was indicated the patient did have metallosis. The cup that was previously reported for malpositioning was noted to be not loose and in good position so it was not necessary to revise the cup. The cup is now being changed to non-contributing. After review of the primary operative note there was a crack noted near the calcar after reaming. An unknown reamer is being reported. The devices associated with this report were not returned. Per wi-3430, review of the device history records for the metal head and metal liner provided product and lot combinations is no longer required. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Update rec'd 9/3/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from discomfort, and large amounts of toxic cobalt chromium metal ion particles to be released into the blood. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.